Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to migration of the receiver/stimulator. The patient was re-implanted with another cochlear device during the same surgery.